Event description:
It was reported to philips that the system was unable to perform 3d positioning. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergency) procedure. The procedure was completed by moving the patient to another system. It was reported to philips that unable to perform 3d positioning. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found errors in the bodyguard sensor which could not be fixed by adjustment and found this error as an intermittent issue. To resolve the issue, the fse replaced the tube cover sensor. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.